Event description:
It was observed that during device inspection, the outer tube was found to be fractured. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported event was due to excessive force and when a lever force is applied to the outer tube, there is only a small radius of curvature before the outer tube, and thus the lens system, breaks. Olympus will continue to monitor field performance for this device.